Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report that the sensor glucose and blood glucose readings had discrepancies. The caller also reported that the sensors had blood in them and that the insulin pump did not go into threshold suspend. The customer's blood glucose level was 58 mg/dl. The caller declined to troubleshoot because the customer was not around. The customer's sensors were replaced, however nothing was returned for analysis.